Event description:
The customer's wife reported that the customer passed away due to diabetic ketoacidosis. The reported blood glucose reading was 32 mmol/l. The wife stated that the customer was found unconscious by his brothers. CPR attempts by his brothers and the paramedics were unsuccessful. The wife chose not to return the insulin pump for analysis at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.